Event description:
It was reported that there was a notifications turned off banner. It was indicated that the patient was using an unsupported operating system, which is misuse of the device. Data was returned but will not confirm the issue or determine a probable cause. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). H6 device code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.